Manufacturer narrative:
H10: an authorized service provider (asp) engineer was not able to evaluate or repair the device as the customer declined service and chose a third-party vendor. It is unknown what the outcome of the service event was, and no further information could be obtained. No additional details regarding the reported issue and resolution are available. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was an insufficient gas adjustment volume issue. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that there was an insufficient gas adjustment volume issue.

Manufacturer narrative:
E1: (B)(6).